Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost communication with the tablet and base while testing right ventricular (rv) lead thresholds for a patient. It was noted that a lost communication error generated. The user also noted that the interrogation logs did not save properly. A different programmer was used to finish the testing. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis determined that the situation described most likely happened around the time when a sequence of tests was executed. Then, some short periods of extremely high latencies were reported caused mainly by the situation. The mobile programmer application was on background or semi-background marked by the "on resign activation" where the full transition to the background state might occur later or not. When the application was back active on the foreground, the behavior was improved. After that, the connection to the base station was lost according to the maintenance log. The button was pressed and held for around four minutes. The pressing of the button for more than five seconds caused the base station to restart and it stops attempting to reconnect back to the tablet. No conclusion was able to be drawn. It was suspected that the situation with the application being on in the background might have corresponded to the observation, including the subsequent base station disconnect. If information is provided in the future, a supplemental report will be issued.